Event description:
It was reported that the patient went to the hospital twice in the month of (B)(6) for pain. The first occasion occurred on (B)(6) 2014 and the patient was in the hospital for a week. The second occasion occurred on (B)(6) -2014. The pain was stated to have been ¿all over.¿ the patient was last refilled on (B)(6) 2014 due to possibility of relocating. The low reservoir date was stated as (B)(6) 2014 or (B)(6) 2014. The pump was used to deliver fentanyl, clonidine, and bupivacaine. It was noted that the patient recently relocated to louisville, ky and needed to find a new managing physician. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).